Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon realized that the 8mm maryland bipolar forceps instrument had been twisted, there had been no conflict or impact, and they did not understand what had happened. The instrument had 10 lives left out of 14. The customer changed the instrument and reducer because the instrument had got stuck in. A backup instrument of the same kind was used. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The 8mm maryland bipolar forceps instrument was analyzed and found to have a broken main tube approximately 40.00 mm from the distal tip. A piece measuring proximately 8.00mm x 4.00mm was not returned with the instrument. The proximal clevis adjacent to this broken main tube was found to be dislodged. The instrument was returned/received with mounted reducer. Additional observation(s) found related to the reported complaint included: the instrument was found to have a broken conductor wire at the proximal clevis hall. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The proximal clevis adjacent to the broken wire was found to be dislodged. The probable root cause for the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause for the dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.